Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 238mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was sticking out. Advised the customer to discontinue the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, and the device alarmed during the prime test due to protruded/loose support disk. The unit had missing end cap sticker.